Event description:
It was reported that the patient presented for implant. During procedure, the atrial lead was not implanted due to the stylet being stuck in the lead upon attempted insertion. Another lead was implanted. The patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.